Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) confirmed that the unused final line clamp was open. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 6. The technical service representative (tsr) advised the hp to check lines and bags. The hp confirmed that the unused final line clamp was open. The tsr assisted the hp to cycle power to clear the alarm. The tsr advised the hp to disconnect using aseptic technique and further assisted the hp to remove the used cassette. The hp was to complete therapy with a manual exchange. There was no report of patient injury or medical intervention.